Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that three (3) drill bits broke during a revision procedure on (B)(6) 2019. It was noted the patient had hard bone. The procedure was completed successfully with no major delay as there were additional drill bits available. Concomitant device reported: nail (part unknown, lot unknown, quantity 1). This report captures the intra-operative drill bit breaking during the revision procedure. The need for the revision procedure is captured on related complaint (B)(4). This report is for a drill bit. This is report 1 of 3 for (B)(4).